Event description:
Pt had original hip placement on (B)(6) 2010 and was doing well with hip. Reported falling on both knees at the end of (B)(6) 2011 with no pain or problems with hip at that time. Mid (B)(6) 2011, pt developed a squeak from the right hip with walking, as well as pain. Pain is now getting worse and was admitted for a revision of her hip with findings at operating room of a failed total hip arthroplasty due to fracture of acetabular ceramic liner.